Event description:
It was reported that the right atrial lead exhibited noise. The patient was asymptomatic. The lead was explanted and replaced on (B)(4) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.